Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 03 september 2019 for MDR reportability. On (B)(6) 2016, the patient underwent left knee arthroplasty due to osteoarthritis to the left knee, and pain. The surgeon reported no intraoperative complications and patient was transferred to recovery in good condition. Depuy components, and two depuy cements were utilized in the procedure. On (B)(6) 2016, the patient had an irrigation and debridement and revision of the tibial insert to address confirmed infection, swelling and pain. Operative findings included nonviable tissue present in the knee joint along with some destruction of the tissue, secondary to the infectious process. The surgeon reported no intraoperative complications. Depuy insert was utilized. Doi: (B)(6) 2016; dor: (B)(6) 2016; (lt knee).